Event description:
A report was received that a patient lost stimulation in her pain area due to high impedances on one of the leads. The physician replaced the lead and the patient is reportedly doing well.